Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead was dislodged when the physician slit the left bundle branch sheath. The rv lead was not used and replaced during the procedure. The patient was stable throughout.